Event description:
On 08/25/2025, it was reported that the user¿s ilet cartridge became stuck in the chamber and the connector broke off inside during attempted removal. Press-and-hold attempts failed to release the cartridge. The event occurred while the user was in their doctor¿s office for connection, and blood glucose was not affected. A replacement device was arranged. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.